Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected low battery alarm anomalies were noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery again after two days of replacing the battery and battery cap. Customer's blood glucose level was 50 mg/dl. The battery did not last more than 1 week. The customer was advised that the device would be replaced and agreed to return the product for analysis.